Manufacturer narrative:
Insulin pump received with button error alarm due to corroded keypad traces. No moisture damage on electronics noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported that insulin pump was exposed to moisture due to customer wearing insulin pump in bra and was sweating. Customer reported that as a result, insulin pump received a button error alarm. Customer's blood glucose was 6.6 mmol/l. Customer was advised that insulin pump would need to be replaced.